Manufacturer narrative:
Post coding alignment with product engineers, complaint coding for health effect - impact and medical device problem were updated to better reflect the reported event, consequently, a redo of section h6 for all health effect, medical device problem and component coding is being completed as part of this follow-up 2 supplemental reporting.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instruction for use: for the related event are as follows: section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and would experience a fever requiring antibiotic, arrhythmic events and pump stop resulting in device replacement. The patient was readmitted for decompensated heart failure and was formally declined for a transplant for various reasons which included social settings. The patient required escalation to an impella in which an impella 5.5 was successfully implanted. Approximately one day after the impella support started, the patient was noted being worked up for transplant and was febrile. The following days the patient was still febrile with 38.6 at the highest temperature. Culture ran and labs drawn (results were unnoted). However, the patient was started on 1 dose of antibiotics, and a peripherally inserted central catheter (PICC) line was removed. The next day it was noted that the patient was no longer febrile. The PICC line was placed again and impella mcs continued. The patient was listed for transplant. Now two days later, the patient experienced some episodes of ventricular tachycardia; patient noted as stable, however, continued impella mcs. The patient was able to ambulate three times per day with having some ¿occasional¿ ectopy. As the patient continued to wait for the heart transplant, the patient experienced a suction, ectopy and position unknown alarm event on day 16 of support. Point-of-care ultrasound was completed and noted the impella was 7.0cm from aortic valve area. Consequently, the impella 5.5 device was repositioned, pulled back to 5.6 cm and all related issues were resolved. However, the patient would have more suction; went to support level p-4 to break and would quickly suction again upon return to p-5 support level. Albumin was given and 30 minutes later support level was increased to p-7 with no new suction alarms. The next day, the patient had a coughing spell resulting in a placement signal low alarm. Patient was, however, stable and getting good flows. The physician made the decision to reposition pump and was damaged during this repositioning. Additionally, it was noted the impella 5.5 device pump suddenly stopped during the repositioning and was unable to be restarted. Notes indicated the physician ¿over manipulated¿ cannula and had torque built up in catheter. The decision was made to unplug impella 5.5 device cord from automated impella controller to remove the loops of the plug. However, when the impella 5.5 device cord was reconnected and started back up, an ¿impella defective¿ alarm triggered. An attempt to restart again was made with support level up to p-5; however, the ¿impella defective¿ alarm triggered again. The device was therefore removed and replaced in the operating room. The patient was noted to be in critical condition following the event.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the product damage (cable twist/bent) was user related due to the noted over manipulation that cause the catheter to rotate within the kink protector despite adequate adhesive. The cause of the pump not detected was due to eeprom issues with the communication between the aic and eeprom. However, the cause of the issue is not known due to inconclusive imc log review and pump returned cut, not allowing full reproduction testing. The root cause of the injury (fever/tachycardia) was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.